Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error/battery depletion errors; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error message and emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets, and the battery voltages were normal, with the error displayed due to extended magnet application. Technical services (ts) discussed the device needed to be interrogated to disable the beeping. This device remains in service. No adverse patient effects were reported.